Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Grandfather advised he was questioning the bolus advice on his granddaughter's meter. He advised that there were instances he didn't have written down where he felt like the bolus advice was incorrect. He did not have the meter with him or examples of other questionable bolus advice. Specific examples of the questionable bolus advice could not be gathered as well as the bolus advice settings. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.